Event description:
Complainant alleged that during the incoming inspection of the device the unit displayed a "defib fault 108" when the charge button was depressed. The complainant indicated that there was no pt involvement in the reported malfunction.